Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, patient with l5 isthmic spondylolisthesis (grade 2), l1 compression fracture underwent posterior lumbar inter-body fusion at l5/s. Intra-op, the surgeon performed reduction in combination of a pedicle screw and a counter. The surgeon tried to break off the set screw but it could not be broken and it seemed to be spinning. The surgeon changed the setscrew with another one. Burrs were flashed so there were no visible burrs remained. No treatment was given to l1 compression fracture. The screw was replaced by the same size and the surgery was finished. No fragments of the product remain in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misuse due to misalignment of the mas head and set screws, resulting in the foregoing event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.